Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report, and was informed that the pt had undergone capsule endoscopy on (B)(6) 2011; there was no problem reported during the original examination. However, subsequent to the procedure, the pt had complained of abdominal pain. The pt also reported pain following the procedure. On (B)(6) 2011 an ultrasound was performed on the pt and determined that the capsule endoscope remained inside the lower right quadrant of the pt's abdomen. The staff reported that the pt had undergone add'l ultrasound procedures on (B)(6) 2011, (B)(6) 2011, and (B)(6) 2011. On (B)(6) 2011 the endocapsule was said to have been surgically removed from the pt at a hosp. The device was not returned for eval following removal, and the location of the device is unk. The cause of the reported event could not conclusively determined, however, the pt's anatomy and/or disease cannot be ruled out as contributory factors. This report is being submitted as medical device report in an abundance of caution.

Event description:
Olympus was informed that the capsule endoscapsule was retained inside the pt after the initial examination performed on (B)(6) 2011. The device was later surgically removed. The pt is reportedly doing well following surgery.